Event description:
(B)(6) advocate stated that her child received a low blood glucose reading of 2.1 mmol/l on the contour link. The child had no symptoms but was treated at home for hypoglycemia. Child was re-tested on contour link and readings were 33 and 26 mmol/l. The child was taken to the hosp because he/she exhibited hyperglycemic symptoms (urine ketones, labored breathing). There is no data to support an alleged product problem.